Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a2dr01 implantable pulse generator (ipg) (B)(6) 2013. (B)(4).

Event description:
It was reported the ventricular lead impedance value was decreasing, the lead was not capturing, and the sensing value was low. Also, the patient complained of chest pain during ventricular pacing. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.